Event description:
It was reported that a customer in france experienced a pump malfunction, identified by error code 16-0x20e6. There was no information available regarding the impact on the customer's blood glucose level. The pump is expected to be returned for inspection, and a replacement pump has been provided.